Event description:
It was reported that during a returned order service the force test and watchdog failure occurred upon bootup. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the force sensor error is that the force sensor was not operating as intended. Acu watchdog failure is a secondary alarm that was most likely triggered by the force sensor test alarm; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6). B3: unknown, corrected data: h6: health effects, event problem device code corrected.